Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Event description:
Additional information was received on (B)(6) 2017 indicating that the patient was advised to follow up with provider after an abrupt motor stall without recovery occurred on (B)(6) 2017. They experienced drug withdrawal symptoms, nausea, vomiting, anxiety, agitation, hallucinations and was placed on an IV pca (patient controlled analgesia) with dilaudid. They spent the night in the observation unit and their symptoms subsided. The patient also had chest tightness with elevated international normalized ratio (inr) of 5.09 and blood urea nitrogen (bun) of 68 with a creatinine of 4.80. They were reprogrammed on (B)(6) 2017 and were maintained on fentanyl 75 mcg patch, dilaudid 4 mg q6h, and a catapres patch (oral and transdermal medication administered) and will be further evaluated clinically. The pump was reduced to basal rate and discussion regarding replacement will happen after the patient is clinically stable. The event required in-patient or prolonged hospitalization and emergency room visit. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'ongoing'.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving clonidine [470 mcg/ml] at a dose of 282.32 mcg/day and morphine [12 mg/ml] at a dose of 7.208 mg/day via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported on 2017-may-24 that a motor stall was seen at initial interrogation and the pump status and/or event log showed a motor stall occurred on (B)(6) 2017 at 05:11 and was active. It was unknown if the patient recently had an MRI (magnetic resonance imaging) and was confirmed that there were no emi (electromagnetic interference) or magnetic sources present. It was indicated that no environmental cause was determined. It was related that the patient went to the emergency room (ER) and the ER doctor was familiar with the pump and interrogated it and found there was a motor stall. The ER doctor had silenced the alarm, put the pump to minimum rate, and covered the patient with oral medications. The patient was currently being transferred to their managing healthcare professional (hcp) now and would be getting the pump replaced per the report on (B)(6) 2017. It was indicated at the time of the initial report that the representative was not sure of the date it would get replaced yet but noted that it would most likely be sometime this week before memorial day. It was then later reported on 2017-may-26 that the pump may not be explanted as the patient had ¿issues with mercia¿ but would possibly be sent back for analysis if explanted. It was reported that the patient had withdrawal symptoms. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was explanted/replaced on (B)(6) 2017 and was re turned to manufacturer. The event outcome was indicated to be resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. It was reported a motor stall occurred on (B)(6) 2017 and a tube set occurred on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the motor stall was not determined. It was noted there was never a recovery. They were unable to replace due to a foot infection but she was going to be replaced shortly and the pump would be evaluated.